Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient underwent a spine fusion surgery in lumbar region of his spine from vertebrae l4-5 and l5-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was used without the lt-cage. Allegedly, patient continues to suffer from chronic pain and is prevented from practicing and enjoying activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient was preoperatively diagnosed with l3-l5 prior posterior spinal fusion with pseud oarthrosis. L5-s1 spondylolisthesis and underwent the following procedures: l3-5 fusion exploration. L3-l5 posterior segmental hardware removal. L5 laminectomy with decompression of cauda equine and spinal nerve roots. S1 laminectomy with decompression of cauda equine and spinal nerve roots. L4-l5 posterolateral spinal fusion/pseudarthrosis repair. L5-s1 posterolateral spinal fusion. L4-l5, l5-s1 posterior segmental instrumentation with pedicle screws. Use of local bone graft, allograft and demineralized bone matrix. Prior to surgery, the patient underwent CT scan revealed the presence of screw loosening with probable pseudoarthrosis at l4-l5 and possible pseudoarthrosis at l3-l4 along with a spondylolisthesis at l5-s1 above where the fusion stopped. As per the op notes:¿ the pedicle screws, made available by depuy representative were removed bilaterally at l3 and l4. Two more screws were placed at l4 again, each of these are the 7.0 x 40 mm screws, they were triggered, no response at 20 milliamperes. The wound was irrigated again. Two strips of the extra small, rhbmp-2/acs were then placed in the intertransverse areas from l4-ls and ls-s I bilaterally, on top of which was mixed some of the locally obtained autograft from the laminectomy as well as spinous processes of l5 and s1, which was mixed along with allograft which has been placed. The pre-bent rods were then placed from l4-s I bilaterally. They were locked into place with the appropriate hardware and these were lordotic rods.¿ the patient tolerated the procedure well without any intraoperative complications.